Event description:
Healthcare professional reported that a patient was injected with 1ml juvéderm® voluma¿ with lidocaine in the chin. About 15 minutes after the injection, patient "felt painful" and was provided augmentin and panadol for treatment. About two days after injection, patient reported the filler is ¿asymmetrical.¿ hcp tried to mould but was hard and patient "felt painful." It was noted the swelling had subsided, and no further treatment was given.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Suspect product: lot number 918. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.